Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, this patient underwent an endovascular treatment of a type b chronic aortic dissection rupture using gore® tag® conformable thoracic stent graft with active control system(ctag/ac) and gore® excluder® aaa aortic extender endoprosthesis(cuff). Gore® dryseal flex introducer sheath(dsf sheath) was used for access. The 22fr dsf sheath as delivering the ctag/ac was inserted from right side, and the 20fr dsf sheath as delivering cuff in the false lumen was inserted from left side. After deploying the two ctag/ac devices in true lumen, the cuff device was delivered in the false lumen using a candy-plug technique. A vascular plug device and coils were placed into the cuff device following successful cuff placement. Reportedly, a dissection in the bilateral external iliac artery was observed on the access angiography. A bare stent was placed to treat the dissection in the right external iliac artery whereas no treatment was performed for the dissection in the left external iliac artery since no issue was confirmed on the blood flow in the left side. The patient tolerated the procedure. It was reported that the vessels might have been fragile because they were dissociated vessels.